Event description:
It was reported that a patient underwent an acdf procedure with a cervical plate system at c5-c6. During the procedure, it was reported that the set screw was locked down at a 90 degree turn (or more) and all the set screws in the plate seemed to be locked and positioned correctly, however, when the irrigation of the wound bagen, it was noticed that one of the screw heads "floated up" away from the plate. The set screw was found to be sheared off just beneath the screw head where the threaded portion begins on the shaft. The broken screw fragments were removed and replaced successfully with no patient complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.